Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the trailing haptic was noted to be broken off the iol after the lens was implanted. The initial incision was enlarged and the lens was removed and another lens was implanted instead. The patient had corneal edema one day following the procedure. Additional information was requested.

Manufacturer narrative:
The returned dvd was reviewed. The device preparation is not shown. The tip is inserted into the incision. The lens is advanced from out of view into the nozzle and then directly into the eye. There was no dwell or inspection for proper folding as recommended in the dfu. As the lens is advanced it appears to be misfolded. The plunger appears to have overridden the optic. The lens is advanced into the eye and the leading haptic (not the trailing) can be observed to break at the gusset area. It may have been held by the plunger override. The returned dvd shows the leading haptic break, not the trailing haptic as reported. The haptic breakage may be related to a failure to follow the dfu. A nonqualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The video of the surgery indicated misfolding and a plunger override. The damage to the tip of the device would substantiate these observations. Plunger override may occur if: the device is over filled with viscoelastic, which can prevent the trailing haptic from being placed onto the optic. Dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line. (Approximately 0.2ml room temperature ovd); if the lens is advanced too rapidly. The dfu states to gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the ¿fill-to¿ line. It should take at least 7 seconds. If the operating room temperature is too high (greater than 23°c / 73° f), this can make the lens more adherent. (B)(4).

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
Additional information was provided in describe event or problem. (B)(4).

Event description:
In a follow up, the surgeon indicated that the corneal edema did not require any treatment other than monitoring. The edema was fully resolved by postoperative visit day ten and in the surgeon's opinion, the event was non-serious.

Manufacturer narrative:
The lens and the device were returned separately inside zip lock baggies that were inside the carton. The lens was in a vial type container floating in a clear watery fluid. One haptic is broken-gusset area (returned). The optic is scratched and the optic is torn/split/cracked from the edge to almost the center of the optic (possibly cut). The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported ¿trailing haptic broken off after implantation¿ may be related to a failure to follow the dfu. A non-qualified viscoelastic was used. The nozzle tip was damaged and lens damage was observed. Top coat dye stain testing was conducted with acceptable results. Additional information was provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. (B)(4).